Event description:
A hemodialysis user facility has reported that during treatment an internal blood leak occurred. The leak was visually observed. Estimated blood loss was 250cc¿s. There was no medical intervention required. There is no sample available for eval.